Event description:
It was reported that the patient lost therapy. Impedance check revealed high impedances on all contact of the left side. As such, surgical intervention took place wherein the intraop impedance check was performed and the extension was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. E1 reporter phone number: (B)(6).

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection and resistance testing of the returned lead extension showed an internal wises broken was found. The cause of the event remains unknown.corrected data: health effect - clinical code.